Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported by the medical facility that during retrieval of organs on a patient who was an organ donor, it was noticed that the patient's organs were not draining well. Upon removal of the icy catheter from the patient, the surgeon found a large blood clot hanging from the catheter, which was preventing good blood flow return. The patient was originally brought into the hospital due to post cardiac arrest and was pronounced brain dead after an unspecified time. The physician/surgeon stated that the cause of death was not due to the catheter. No further patient information was disclosed. No additional information was provided.